Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the torque device scrapped off the ptfe (polytetrafluoroethylene) coating on the proximal end of the subject guidewire. No clinical consequences reported to the patient.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the currently available information, the cause of the ptfe (polytetrafluoroethylene) coating peeling could not be determined.

Event description:
During the procedure, it was reported that the torque device scrapped off the ptfe (polytetrafluoroethylene) coating on the proximal end of the subject guidewire. No clinical consequences reported to the patient.